Event description:
It was reported that during a lap cholecystectomy procedure, the blade broke off in pt. X-ray taken to locate the blade but could not retreive blade without opening the pt. No reported consequence.